Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 27th february 2012. Devices returned for the reported fault of switching on automatically usually display symptoms including an excess current drain, and multiple manual power ons mainly of ten-minute duration recorded in the history log. The current drain was measured within specification throughout the investigation and there were no ten-minute manual power ons recorded throughout the device history. Information from the history log showed the last manual power on occurred on the 27th february 2017. This was approximately 19 months before the date of complaint on the 28th february 2018. The device performed to specification throughout testing at heartsine. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. This equates to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Device switching on automatically. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switching on automatically. There was no patient involved in this event.